Event description:
Report received that the pump, "failed to alarm for infiltration". Add'l info was received during conversation with the customer. The pump was infusing d5 1/2ns with 20meq kcl at 75ml/hr via a left forearm access site. The pt complained of tenderness at the IV site, and their left arm was reported as being "edematous from the fingers to top of arm." The IV was discontinued. The pt had a doppler exam of the left upper extremity. The exam was negative for any deep vein thrombosis. The customer reported that the pt had "fluid filled blisters" on the arm where the tape had been. The pt received benadryl 50 mg orally. Their left arm was elevated and warm compresses were applied. The customer reported that the edema decreased with the arm being elevated. The customer expected the pump to alarm for infiltration. There was no report of any adverse sequelae. Though requested, further info was not available.